Event description:
A pt had undergone a sling procedure early in 2002. The pt presented complaining of pain during intercourse. An exposed section of the mesh was noted and protruding from the vagina. The physician re-operated and performed a vaginal flap repair.